Event description:
Sales rep. Was not present during the hip arthroscopy however the surgeon had a case where the tip of the beaver blade broke while peeling the labrum off the bone. The surgeon indicated he was not over torquing it. Surgeon stated, ¿I was peeling labrum off acetabulum in preparation for the repair when the tip broke off. I recognized this immediately, grabbed it with the grasper on our stryker set. The piece floated away and I could not find it. The case became prolonged so I stopped for patient safety reasons. I took him back to the operating room on friday (B)(6) 2013 and could not see it arthroscopically. It appears adherent to the inferior femoral neck on c-arm when the hip was rotated. A CT scan has confirmed this. It is not loose in the joint. The patient wants it removed and I am referring him to an orthopedic that does open impingement surgery¿. No product will be returning for evaluation.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).